Manufacturer narrative:
The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during preparation, the heater canister got extremely hot, started to bubble and then started to melt from the inside/out. Follow up info received on 05/19/2009 revealed that there was no saline leakage noted on the probe, no problems were noted with the temperature control system and there was an "ee2" error message. The procedure was completed with another of the same device, and there were no pt complications reported with this event.